Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument, not implanted/explanted. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Additional narrative: service history was reviewed for this device and determined that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment did not identify a failure mode. Device operated as intended. Lot #d130228.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair because of device battery failure. Device has a relatively new battery, since (B)(6) 2013, which looses power very quickly. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).